Event description:
It was reported that the asymptomatic patient's right atrial and right ventricular exhibited noise. The clinic discovered the noise via noise reversion episodes. The right ventricular lead noise was reproducible in clinic. Both leads were extracted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. External insulation abrasion was noted at 15.4 ¿ 16.0 cm from the connector pin consistent with friction to the device can. The cause of the noise was due to an external insulation abrasion which is consistent with friction to the device can.